Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 22-feb-2023, a review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. See attached email and logs. This complaint is being reported due to the following conclusion: it was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. Two lesions were biopsied: lesion no. 1 was 1.7 cm in size and located in the left lung upper lobe - inferior lingular segment and lesion no. 2 was 1.2 cm in size and located in the right upper lobe - anterior segment. A 19g and a 23g flexision needle were used along with compatible forceps to biopsy the lesions. Imaging modalities used included c-arm fluoroscopy, cone beam, and radial ebus. The patient was diagnosed with 2 malignant neoplasms. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, there was no response received from the physician. If additional information becomes available a follow-up MDR will be submitted.